Event description:
(B)(4). According to the information received, a complaint was filled by a lawyer who is the legal guardian to a (B)(6) severly disabled male patient. The patient used conveen optima and the adhesion was insufficient. Due to this he used additionally (B)(4), at the first application without any problems. At the 2nd application-at removal-the penile sheath skin was teared off at 4 sites (each with 4mm x 10mm) which resulted in severe bleeding.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.